Event description:
It was reported that approximately 18 days after the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, it was confirmed during x-ray examination that this left ventricular (lv) lead was dislodged, causing high thresholds and a loss of capture. The physician decided to explant and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that approximately 18 days after the implant of this cardiac resynchronization therapy defibrillator (crt-d) system, it was confirmed during x-ray examination that this left ventricular (lv) lead was dislodged, causing high thresholds and a loss of capture. The physician decided to explant and replace this lead. The lead is not expected to return. No additional adverse patient effects were reported.